Manufacturer narrative:
The event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported through the national breast implant registry "capsular contracture baker iii, device migration/implant malposition, suspected/actual rupture/deflation, change shape/size/style". This record is for the left side. Device explanted.